Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "having issues". Patient additionally reported "muscular contracture", possible rupture, nipple discharge, implant has fallen, implant is indented just below the nipple, pain and possible removal of the device. Device remains implanted.

Event description:
Patient reported right side "having issues". Patient additionally reported "muscular contracture", possible rupture, nipple discharge, implant has fallen, implant is indented just below the nipple, pain and possible removal of the device. Device remains implanted.